Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set primary line disconnected below the section that inserted into the pump. The following information was provided by the initial reporter: "going to prime IV line. Primary line disconnected below rubber section that insert into IV pump."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: a complaint of a set disconnecting was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set primary line disconnected below the section that inserted into the pump. The following information was provided by the initial reporter: "going to prime IV line. Primary line disconnected below rubber section that insert into IV pump."